Manufacturer narrative:
Date of occurrence estimated based on information received. The device is not available; therefore product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. The decision to report was based on lack of information regarding the cause of the event. MFR# reference: (B)(4).

Event description:
Through social media monitoring, a trabecular micro-bypass stent patient reported the following. Initially, the patient reported undergoing a left eye cataract plus stent procedure, and had ¿a few complications¿ and hoped they were being ¿resolved¿. Following the initial report, the patient provided the following update via social media. The patient affirmed the pressure decreasing to ¿12¿. No further details were provided.